Event description:
The patient reported a loss or change of therapy, stating they were implanted on (B)(6) 2016 and are not getting therapy relief. On (B)(6) 2016, the patient further indicated that therapy is not helping, that they are feeling stimulation comfortably, and that the implant hasn't really helped since date notified. There were no related device allegations. Indication for implant is urinary dysfunction/sacral nerve stimulation. A friend or family member reported the patient never had therapeutic benefit since implant and had not had 50% or greater reduction in symptoms. The caller had tried all 4 programs that were in the device, so a second set of programs were put in. The caller stated that the patient was on the first program of the second set of programs and they haven't found a program that works for the patient yet. The caller mentioned the patient had a urinary tract infection so she shut the implant off and brought the stimulation down to zero and it had been off for about 10 days and they had turned the implant back on this sunday. The patient does not feel stimulation and the therapy is on. It was noted the patient feels stimulation in the correct area when the amplitude was increased. The patient increased from program 1 at 0.9 v to 1.2 v where she felt stimulation comfortably in the bike seat area. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The urinary tract infection (uti) was captured in a separate event, reference regulatory report 3004209178-2016-21899 for information on the uti. Review of other information in the file determined that information was not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.